Manufacturer narrative:
The co rep observed no solenoid voltage to solenoid. The co rep replaced the main/solenoid driver jp1 cable (part number: 0012-00-1096-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated a "low vacuum" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.